Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the guiderail notches on the side of the cartridges were bent and did not allow the cartridge to slide onto the pump smoothly. There was no impact to the customers' blood glucose level. The customer was able to load a new cartridge.